Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. The patient was hospitalized on the same day as the event onset. The patient was recovered four days after the event onset. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow up.